Manufacturer narrative:
The instrument was discarded at the site, no lot number available, therefore no UDI or manufacture date available either. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site requested a quote for a replacement straight suction. Unknown if the instrument was lost or damaged. There was no patient present. Additional information was received: it was reported that the manufacturer representative did not see the damaged instrument, and was not sure if the instrument could pass verification. It was also stated that the damage was likely from a drill bit. The site discarded the instrument.